Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a shutdown during use. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
H6: codes h10 the unit shut down and alarmed while in use. No led lights were working. The customer was unable to power the unit on. The power cord did not have 120 v. Replaced the power cord and was able to power the unit on. The customer charged the battery overnight and the issue was resolved. The alleged malfunction was confirmed. H11: g1: contact information updated